Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015.device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: review of the black box data revealed records beginning on march 2, 2015. Due to continuous use of the pump, the black box data and histories for the reported event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump was exercised for 29 hours and found to be delivering within the required range and delivering accurately without malfunction. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 and stated that she had elevated blood glucose (bg) of 500 mg/dl with mild fatigue as a result of an empty cartridge alarm that the patient admittedly slept through. The patient confirmed the pump alarmed properly for the empty cartridge with both auditory and vibratory alarms, but the patient admittedly did not respond to the alarm appropriately. The patient stated she was not implicating the pump for the elevated bg. The patient stated that upon waking with the elevated bg, she filled a new cartridge and took a correction bolus. The patient stated she would continue to monitor her bg. This complaint is being reported because the patient experienced an adverse event while on insulin pump therapy.